Manufacturer narrative:
This incident was brought to facility's attention 23 august 2007. This incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident.

Event description:
A few weeks ago, an ICU nurse received a needle stick injury when she stuck herself at the plastic spike when she was about to throw away the ta-bpn adaptor. The blood contact was from a patient, known as zero positive hiv. The nurse is now taking pep medication at home, and cannot work for a few months.